Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported a customer experienced a skin reaction with inflammation while wearing an adc freestyle libre sensor. It was further reported the customer was seen at a health clinic and received unspecified treatment; however, no further details were able to be provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4: (serial number) has been updated to (B)(6) from unk, based on the returned product. Section d4: (expiration date) and h4 (device mfg date) have been updated, based on the product returned. Sensor (B)(6) was returned and investigated. No physical damage was observed, on the sensor patch. And no issues were observed with the adhesive. An extended investigation was also performed on the returned sensor. And determined no indication, that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and indicated that the libre sensor kit passed all tests before release. Dose audit reports were reviewed, and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing. And demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated.

Event description:
A pharmacist reported, a customer experienced a skin reaction with inflammation. While wearing an adc freestyle libre sensor. It was further reported, the customer was seen at a health clinic and received unspecified treatment. However, no further details were able to be provided. There was no report of death or permanent injury associated with this event.